Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up, post paced t wave oversensing on the ventricular lead was observed on stored a egm. Programming changes were made and device remains implanted.

Event description:
New information received notes that the device continued to exhibit post-paced t-wave oversensing. Patient was asymptomatic. Further programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.